Event description:
Ous MDR - after an implantation time of approximately 47 months, it was reported that the ICD indicated eos.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device status eos was confirmed. 19 charge processes had been documented. The device memory data of the ICD were analyzed. The analysis found a programmed pulse amplitude of 6 v at 1.5 ms pulse width. This is a high-current program, which leads to a more rapid discharge of the battery. The last documented follow-up took place on 5 may 2014. The charge drawn from the battery was checked. It was found that the battery was discharged as would be expected for the battery status eos. In a next step, the ICD underwent a function check. First, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, which was, however, aborted due to the strongly discharged battery. Subsequently, the current uptake of the device was checked, which proved to be normal and as expected. There were no indications of a malfunction of the ICD. In summary, the analysis showed a discharge state of the battery that was according to expectations for the device status eos. No indications of a malfunction of the device were found during the analysis.